Event description:
It was reported that during a prostate procedure, a second fiber used had a cap detached inside the pt at 141,415 joules. The fiber cap was retrieved, method of removal unk. There was no indication or report of any part of the device remaining inside the pt. The physician completed the case with another brand of device to perform a turp. It was reported "no injury to the pt."